Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize te signal) has been confirmed. Upon investigation the monitor had no driven ground signal, preventing the recognition of a signal from the therapy electrodes. The cause of the failure was isolated to contamination on the j1002aa and j1003aa connectors on the defibrillator pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the device was unable to recognize a signal from the therapy electrodes.